Event description:
The advocate stated the customer received a blood glucose reading of hi from the contour, and readings of 238 and 273mg/dl from two other meters used by the hospital.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.control solution was sent to the customer for further troubleshooting. Product is not expected to be returned at this time.

Manufacturer narrative:
Initial reporter's phone number and address were not provided.